Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic via merlin.net alert. Chest x-ray was performed as well as fluoro and they revealed the left ventricular lead exhibited insulation abrasion. No intervention was performed. No further information was available.